Event description:
It was reported that the patient with this pacemaker went into torsades de pointes ventricular tachycardia (vt) during a routine changeout when a plasma blade was being used. The rhythm self-terminated after thirty seconds. It was noted that there was oversensing of noisy signals from the plasma blade and undersensing. There was a concern that there was a pacing on the t-wave that resulted in the vt. The electrogram (egm) showed a flat line with a burst of noise. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker went into torsades de pointes ventricular tachycardia (vt) during a routine changeout when a plasma blade was being used. The rhythm self-terminated after thirty seconds. It was noted that there was oversensing of noisy signals from the plasma blade and undersensing. There was a concern that there was a pacing on the t-wave that resulted in the vt. The electrogram (egm) showed a flat line with a burst of noise. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequently, the device was returned for analysis.